Event description:
When setting up the arthroscopy pump according to MFR's instructions, a hole in the arthrex arthroscopy pump tubing was discovered. This was replaced with tubing of the same lot number with no further issues noted. FDA safety report ID# (B)(4).